Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic keto acidosis and rushed to emergency medical services for treatment. The customer reported blood glucose value of 600 mg/dl along with symptoms of vomiting, malaise. The customer reported hyperglycemia and diabetic keto acidosis was treated with IV insulin drip (intravenous insulin infusion), emergency room visit and overnight hospitalization stay. The symptoms of vomiting, malaise were treated with overnight hospitalization stay. The customer was also reported possible under delivery anomaly due to kink on infusion set. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported high blood glucose event and reported insulin pump in use leading up to the hospitalization. Customer was using the auto mode/smartguard feature at the time of the event. Customer was able to remove infusion set and identified the cannula was bent. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-397a.